Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one patient. Customer tested a sample for accutni and obtained a result of 14.40ng/ml and upon repeat, it gave a result of 0.09ng/ml. The erroneous result was not reported outside of the laboratory. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
Sample information has not been provided to date. System checks run in 2008, were passing within instrument specifications. Qc has been in established ranges prior to and after the event. No other assay results are in question at this time. A field service engineer (fse) was dispatched the following year, for this event. Fse performed a system check which passed within instrument specifications. No other hardware issues were noted by the fse. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.